Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was "high" per continuous glucose monitor readings. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.